Event description:
The ICU/ccu rn was "bleeding the tank down after checking the level of oxygen". A loud noise was heard from the unit followed by flames and smoke coming out both doors. Although the fire marshal has not completed his investigation it is suspected that the regulator may have been the cause as if is the only equipment to have received significant damage.